Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample without the original package and no lot number was received for evaluation. After performing a visual inspection, the reported condition was observed; the connector is detached. The potential root cause for the detached connector is attributed to a workmanship issue. A connector detachment is a condition generated when an operator fails to complete the assembly process thereby missing vital processing steps that assure a complete assembly. Formal corrective/preventative actions (CAPA) being taken to address this condition are: changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control with the process assembly, implementing a new solvent dispenser for a better handling of the solvent.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the enfit port on the kangaroo nasogastric tube came off, and as a result the tube needed to be changed.